Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for evaluation. Without the device and/or lot number info, it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot info does become available, this complaint will be able re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
Affiliate reported that during use on pt, neuro pattie was unaccounted for at the end of the operation. An x-ray had been performed; however, the neuro pattie was unable to be located on the x-ray.